Event description:
A male underwent initial aaa repair in 2006. One main body graft, two iliac leg grafts, and two leg extension grafts were placed. The pt has many health issues and has been on a high dose of prednisone for an extended period of time. The pt also has a coronary artery aneurysm. The pt presented to the emergency room, being transferred from another facility with a rupture of his iliac artery. The physician was able to repair this three months later, by placing a leg extension graft. The physician then went back, reviewed the original study, and confirmed that everything was done properly and that this was not present at the pt's last follow-up CT.

Manufacturer narrative:
Eval: each zenith device is shipped with an instructions for use (IFU) booklet that lists the anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no product nor films provided to assist in this investigation. An internal clinical review indicated that the rupture was due to anatomical changes over time.